Event description:
It was reported that the lead exhibited sensing anomaly. Oversensing was noted at time of explant. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.